Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: inappropriate shocks, oversensing/noise, no pacing, infection, impedance increase, and lead "failure." All leads were either capped or explanted. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "natural history of the sprint fidelis lead: survival analysis from a large single-center study."j. Intervent. Card. Electrophysiol. June 1 2012;34(1):37-44..